Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient went to the hospital to be treated for a urinary tract infection (uti) following the implant procedure. Magnetic resonance imaging (MRI) was taken for precaution and some fluid was noted behind the newly implanted battery. The physician opted to remove the device and prescribed the patient with antibiotics to be taken at home. All device components were removed and discarded by the medical facility. No further information could be obtained despite good faith efforts.